Event description:
Info received indicates when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
The tech found that the casters were worn. He replaced the four casters to repair the stretcher.